Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer jumped into a pool with the insulin pump on, and now it is not working properly. Customer's blood glucose level at the time 178 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronics. Moisture damage was also found on the motor. The insulin pump was received with a cracked case at the display window corner and minor scratches and wear to the display.